Event description:
The surgeon implanted an aa4204tl toric silicone lens. The lens back haptic tore off during insertion into the eye. The incision was enlarged to remove the lens. No pt injury. The iol injection cartridge and iol injector, model and lot numbers were unknown.